Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: investigation revealed a cracked battery compartment at the opening of the battery chamber extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. The returned battery cap secured tightly to the pump until the o-ring was seated and the cap was flush with the pump case. There was no power issues found with the pump. The text on the display screen was also found to be dim, faded and discolored. The contrast setting was set at '7' and then increased to the maximum setting of '10' with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment at the opening of the battery chamber extending down to the primary seal. The text on the display screen was also found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.